Manufacturer narrative:
The local factory service representative examined the device and verified the broken therapy cable pin, which remained in the device therapy connector. The reported therapy cable and device therapy connector were replaced and proper operation then observed through full performance and functional testing.

Event description:
The facility reported the device could not be utilized, due to an observed broken therapy cable pin. A lifepak 500 automated external defibrillator was used to treat the patient with little delay. The reporter stated that there was no adverse effect to patient, due to use of the backup device. Patient outcome was not reported.